Event description:
While undergoing kidney surgery, pt became swollen and had to be intubated and placed on a respirator. The procedure was stopped and the surgical set-up was changed to non-latex products. The pt went into intensive care for two days and treated with medication for the swelling which resolved after two days. The breathing tube remained in place during that time. Pt had previous surgeries and never had a reaction. Pt was not aware that she had a latex allergy, however, remembered that recently when she blew up balloons, her lips would swell up. She also developed a rash and swelling after using dish washing gloves and had a reaction to gloves at the dentist's office. The pt was tested and was confirmed to be allergic to latex.